Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported oncology department patient needed a PICC placed for chemotherapy. When evaluating the catheter prior to infusion on (B)(6) 2025, the puncture point was found to be oozing fluid during fluid push, and part of the catheter was empirically withdrawn, with two leaks from the catheter body when about 15 cm was withdrawn. The nurse directly removed the tubing and reintroduced it.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. Two 4 fr groshong clearvue catheters were returned for evaluation. An initial visual observation revealed one catheter was attached to an assembled nxt connector, while the other catheter was attached to a white connector which did not appear to be a bd product. Use residue was observed on both samples. A functional test of flushing both catheters with water using a 12 ml syringe was performed. Two leaks were observed in one sample and no leaks were observed in the other sample, which appeared to have a non-bd connector. A microscopic observation of the sample which leaked revealed two splits between the 32 cm and 34 cm depth markings. The splits were observed to have mostly straight, smooth, and polished edges with rough and uneven fracture surfaces. No damage was observed on the other catheter with the non-bd connector. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack in the catheter. This complaint will be recorded for future trending and monitoring purposes.